Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that upon interrogation, the pulse generator displayed an error message indicating erroneous device parameters. The device was reprogrammed and successfully re-interrogated.